Event description:
The dome was detached from the catheter during traction removal. It occurred 150 days after placement. The dome was removed by an endoscope.

Event description:
The dome was datached from the catheter during traction removal. It occurred 150 days after placement. The dome was removed by an endoscope.